Event description:
Caller reported that the t:slim x2 pump battery would not charge, but the pump began charging after utilizing the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes. There was no adverse impact to the customer's blood glucose level. Pump resumed normal operation without requiring further assistance.